Event description:
It was reported by a neurosurgeon that a vns pt underwent surgery due to migration of vns generator. The surgeon repositioned the device and sutured it to the fascia. After surgery was completed, the surgeon received a message that the vns device is at end of service, reference in MDR # 1644487-2011-00392. Good faith attempts to obtain more info from neurosurgeon have been unsuccessful to date.